Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. In a separate surgery the lens exchanged with the same model, longer length and the problem was resolved. The cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Manufacturer narrative:
Corrected data: d4. Model#: "vticm5_12.6 (-7.00/ 1.5)" should be removed and "vticm5_12.1 (-7.00/ 1.5) " should be added. D4. Catalog#: "vticm5_12.6" should be removed and "vticm5_12.1" should be added. Claim# (B)(4).